Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cardiac plug implant procedure, a pericardial effusion occurred. Transseptal puncture was performed with a brk xs transseptal needle through a fast cath swartz transseptal introducer. After the puncture, a pericardial effusion was noted and a pericardiocentesis was performed. An amplatzer cardiac plug was successfully implanted but the effusion continued and the patient was transferred for surgical repair. The patient was stable at the time of this report. There were no performance issues with any sjm device.